Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the provided part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document were reviewed. Factors and / or some potential probable causes that could contribute to the reported event have been identified as articular surface geometry, lifetime of device, material in use, friction, joint tightness, design of device. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive.

Event description:
It was reported that a revision surgery was performed due to unspecified reasons.